Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type 1. It was reported that the patient has an ins to help with pain in their foot/ankle. The patient said they were implanted in 2012, but recently, where the battery pack is, has been extremely achy. The patient said it has a burning feeling. No further complications were reported. Additional information was received from the patient. It was reported that the patient had an appointment on (B)(6) 2018 with their healthcare provider (hcp) after being seen in march by their primary care provider. The hcp thought the patient's si joint was the achy pain. The hcp was calling to get a manufacturer representative (rep) to check the stim. The issue began in the beginning of (B)(6) 2018 and gradually got worse. The patient was getting an injection in their si joint on (B)(6) 2018 and meeting with a rep to see if the battery was failing or not. The issue was not resolved at the time of the report. Additional information was received from the patient. It was reported that the patient met with a manufacturer representative to have their device tested. The patient was told that their ins was at the end of battery life and needed to be replaced. The ins was replaced with a competitor's device on (B)(6) 2018. No further complications are anticipated.